Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09832. It was reported that the patient presented with pain, redness and swollen pacemaker pocket , and a pocket infection was considered. The physician could not determine the cause of pocket infection, but it was speculated that the excessive pressure on the wound due to the large size of the pacemaker. The patient was treated with oral antibiotics. The patient was stable.